Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that station was in disconnected mode with a full sync required error and critical override active. A technical support specialist (tss) checked the server and confirmed that data was current; however, restarting data sync from both server and station did not resolve the issue. A backup was taken, and a full sync was performed on the station without dropping the database, which successfully cleared the error, followed by a station reboot. Additionally, the customer was initially unable to remote into the station as it appeared offline; after rebooting the station, connectivity was restored and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device simlab on test server mhspyxestst03, the system displayed the message full sync required: patients and order may not be current. The station also entered critical override mode. However, there were no delays or adverse events or injuries reported based on this event.